Event description:
It was reported to philips that the host pc does not start-up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not staring up. Review of the system log file identified a gap in the logging around the time of the event, which as the host pc is responsible for maintaining the logging, indirectly indicates a host pc malfunction. Upon troubleshooting fse found that host pc was not starting up automatically. He tried to connect with the power supply to the same line as the ippc. But still the issue persists. To resolve this issue, fse replaced host pc. The defective host pc was returned to philips for further analysis and found that the failed component was power supply. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.